Event description:
A report was received that the patient underwent a pocket revision procedure. The patient was having difficulty charging because the ipg was too deep. The physician made the ipg more superficial. The patient is reportedly doing well following the procedure.